Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Procedure type: urogynecological. According to the reporter: the patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment. The patient's attorney alleged a deficiency against the device. Additional information has been requested, but not yet received.

Event description:
Per additional information received,patient had symptoms of obstructive voiding since her urethral tape procedure. Scheduled for sling division. Underwent excision of sling (per intraoperative findings) under laryngeal mask airway for bladder outlet obstruction secondary to urethral tape procedure.